Manufacturer narrative:
Inspection of suspect external camera cable found: failure mode: physical damage. Able to duplicate the issue: no. Finding & conclusions: the returned cable is crushed near the right angle lemo connector. However, the cable passed a continuity test with no opens or shorts detected. Sub-root cause: cable-cut, damaged. The returned cable is crushed approximately 1 inch from the right angle lemo connector. This may have led to intermittent connection/functionality.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while setting-up for a cranial procedure, they were receiving a message "localized not connected" on their navigation system. In trouble-shooting, the medtronic representative advised the site to re-boot the navigation system and normal function was restored. The patient was registered successfully and incision was made. The same error message appeared. A second system re-boot again restored normal function and the case proceeded. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.